Event description:
The customer alleged to have experienced burning eyes, a sore throat, and a headache when working around cidex opa. It is not known whether the room is well ventilated or if the air exchanges have been measured. The customer stated the symptoms may have cleared. She hasn't received further complaints from the worker. The customer did not seek medical attention.

Manufacturer narrative:
Sore throat, eye irritation, inhalation.